Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 14-jun-2015, UDI#: (B)(4). Product ID: 3708140, serial/lot #: (B)(4), ubd: 19-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during a routine replacement of the implantable neurostimulator on the day of the report, they discovered that the extension was fractured. When the health care professional tried to put the extension into top header of new implantable neurostimulator, it broke off in header block and they were unable to get it out. They used a 2nd implantable neurostimulator and now are going to remove existing leads and extensions and place new leads. The serial number of the implantable neurostimulator is the one that was not implanted.